Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. Unit was able to charge up to two hours, communicate, and sync properly during rf association. No rf communication anomalies noted. Unit passed functional tests including rf test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported a loss of communication between the transmitter andthe pump. Confirmed transmitter serial number is programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter. Customer received a change sensor alert. Customer is unable to runa transmitter test and/or test passed. Customer was advised to try another sensor.customer requested to run tester procedure for the transmitter. Led light blinked when transmiiter was connected to tester but xmtr did not communicate after running tester procedure twice. The transmitter was returned for analysis.